Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly passed away. The recipient reportedly had poor general health. The recipient's death is not believed to be device related. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicates impedance issues. Revision surgery is under consideration.